Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed the pacing impedance value of 342 ohms and the pacing threshold 4v @ 1ms on (B)(6) 2019. Between the (B)(6) 2019 the threshold increased by 1v exceeding the safety margin of 0.5v. No trend records of pacing impedance or pacing threshold were available. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead was capped due to very high lv thresholds causing device battery depletion.